Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1l25v, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a return of symptom recently at the time of report. It was further reported the ¿patient complained of attenuation of effect.¿ x-ray imaging was performed and found that the tip of the patient¿s tined lead had moved forward about an electrode spacing (3mm) compared to their previous post-implant x-ray. It was stated that lead migration had occurred. The patient was placed under observation after changing their electrode settings as of (B)(4) 2020. No further event information was reported; no further complications were reported or anticipated.